Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead appeared to be oversensing during atrial tachycardia (at)/atrial fibrillation (af) e vents. It was further reported that the right ventricular (rv) lead had diminished sensing. Both leads remain in use. No patient complications have been reported as a result of this event.